Manufacturer narrative:
The device associated with this report was not returned for evaluation. Provided information confirmed surgery reports, x-rays and patient details not available. Review of the device history records and/or a lot specific complaint database search were not possible as the product lot code required was not provided. A two-year complaint database search against the reported product code found no additional reported events. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reverse shoulder replacement. Whilst reaming the glenoid using the global apg+ reamers, the surgeon has fractured part of the bone. This bone has been sclerotic therefore harder than the surrounding bone and as got caught in the reamer blades. Because there is an approximately 20 degree "play" between the reamer handle and the reamer blades the reamer has continued to move even when the surgeon has stopped moving the handle resulting in this fracturing. Action taken: positioning of the glenoid screws through the base plate and also the use of the longer pegged metaglene. Case delayed by 5 minutes. Patient stable post surgery.